Manufacturer narrative:
Updated fields- b4, d9. , g1(contact person-mfg site) g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was fluid on the power management board, solenoid control board, and pneumatic module assembly. The fse replaced the power management board, solenoid control board, and pneumatic module assembly the unit passed all functional and safety tests. Mb 16-dec-2024. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿power management board, solenoid control board and pneumatic module assembly¿ the root cause was user error.

Event description:
N/a.

Manufacturer narrative:
Corrected data - b5, b6, b7, d10. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) encountered an internal error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) encountered an internal error.